Manufacturer narrative:
Third party reviewed the lot records for 15fm0204 and found no exceptional records. The retention samples were also examined and the appearance of the balloon, catheter body, and valve function were normal. An inflation test of six units across six lots, including one from lot # 15fm0204 was conducted. The samples were tested by inflation of the balloon with 60 ml of air, measuring the outside diameter of the inflated balloon, recording the measurement, and measuring the outside diameter again after 10 minutes. There was no obvious change in the size of the balloon between measurements, with the average difference value being 0.29 mm. The six units were then deflated and re-inflated using 45 ml of water for each. The water-filled units were allowed to sit for 24 hours. No blockage or leakage was noted during the inflation process, and no breakage or leakage was noted after 24 hours. No previous investigations are available. After the detailed batch review, no discrepancies were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Device manufacturing date was incorrect on MDR MFR report # 1049092-2015-00639 submitted november 03, 2015. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the fecal management system was inserted for an unknown reason. After an unspecified amount of time, the patient was observed to have a wet area around the rectum. When the device was removed, the cuff was found to be empty. The user facility further reported a holed in the cuff was noted. The device was not replaced. No patient complications were reported as a result of this event.